Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the customer fell and in an attempt to keep from getting hurt, the customer pulled the tubing out of the cartridge. The customer's blood glucose level was not impacted and a new cartridge was loaded successfully.